Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was syncopal before visiting the clinic. The ventricular lead exhibited oversensing and 3 seconds of ventricular asystole during isometrics. An x-ray revealed clavicular crush. The physician programmed the pulse generator to door and changed the base rate from 60 beats per minute to 70 beats per minute.